Event description:
The customer reported to olympus, the evis exera gastrointestinal videoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The suspect device has not yet been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. Olympus is the maintenance company. The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. The hygiene microbiological investigation report indicated the channels of the scope were cultured and found no detection. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
Corrected: b5, h6 "medical device problem code" and h10. Correction to h10 of the initial report, the user cleaning disinfection and sterilization (cds) processes were not shared. This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the reported event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. The suggested event is detectable/preventable by handling device in accordance with the following instructions for use (IFU). IFU: evis exera gastrointestinal videoscope olympus gif type xtq160 operation manual chapter 3 preparation and inspection states detection methods. IFU: evis exera gastrointestinal videoscope olympus gif type xtq160 reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures states preventive measures. Olympus will continue to monitor field performance for this device.

Event description:
Correction to b5 of the initial report, the customer reported the evis exera gastrointestinal videoscope for an unexpected contamination due to residual water. The issue was found during olympus periodical inspection.